Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced 12 occurrences of downstream occlusion set alarm, which interrupted delivery. This alarm may have been a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a colleague pump with a user interface module software version of 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. The device is currently being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The device passed testing and no failure could be detected. The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).